Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing symptoms including nausea, dizziness, and headaches. At that time, the patient¿s cgm displayed a low glucose reading, though no bg meter comparison was initially reported. The patient¿s husband transported her to the emergency room (ER), where her bg meter reading was 157 mg/dl, while the cgm continued to display an ¿urgent low¿ alert (no specific value provided). In the ER, the patient was treated with toradol for headache and IV reglan for nausea. At a later, unspecified time during the ER visit, the patient¿s bg meter reading was 183 mg/dl, while the cgm still indicated low. At the time of the report, the patient remained in the ER and continued to experience nausea and headaches. Attempts to contact the patient for additional event details were unsuccessful. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at home while the patient experienced symptoms. The reported glucose values fall within the c zone of the parkes error grid were taken upon arrival at the emergency room. The reported glucose values fall within the c zone of the parkes error grid were taken at the time of the call. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.